Event description:
A caregiver contacted global technical services (gts) regarding assistance with a supply bag falling off the spike while using the homechoice (hc) during dwell 1. The caregiver advised that the hc did not alarm, and gts helped him end therapy. Gts advised the caregiver to start the patient's therapy over using new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the assignable cause was determined to be due to a supply bag falling and disconnecting. The lot information was unknown; therefore, a batch review was not performed. Similar reports have been received by baxter. Baxter will continue to monitor this product line and take corrective/preventive action as needed.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.